Event description:
This event involved a patient 1 year post heartware lvad implantation who experienced a change of power source in the controller earlier than expected. The batteries were removed from the patient and a new set was supplied. No harm or injury to the patient was reported as a result of this incident.

Manufacturer narrative:
With investigational follow-up, the physician reported that there was full recovery after a few days with no required medical intervention. There were no alarms or pump issues related to the event. The pump weaning process was started the end of december 2014 with a decrease in speed from 2500 to 2100 with pump explanted on (B)(6) 2015. Per the physician, a factor contributing to the neurological event was that the decrease in pump rpm without increase of anticoagulation created a small instability of the impeller and the development of a clot that was seen at the explanation of the pump. The pump was discarded at the site. Potential complications outlined in the instructions for use (IFU) include thrombus, neurologic dysfunction and stroke. It further outlines the setting of related alarms and guidelines for optimal patient management including therapeutic anticoagulation guidelines. Without the return of the device for analysis, no conclusion can be made regarding the reported thrombus; however, as reported by the physician, there are identified clinical and pharmacological factors contributing to the reported events with no indication of any device manufacturing or performance issues impacting the event. Additional information received indicates that it was reported by the vad coordinator that the patient underwent an urgent hvad pump exchange due to a major system infection and a high c-reactive protein, approximately 1 year after the original implant. The hvad pump was exchanged and the infection was treated. The explanted pump was not returned to the manufacturer. The patient is currently reported to be doing well. Not further information is available.

Manufacturer narrative:
The battery was returned to heartware. Various analyses were conducted in order to evaluate the performance of the device in relation to the reported event. Thorough external visual inspection of the battery revealed no signs of physical damage or contamination. Review of conformance material record confirmed that the battery met all requirements for release. Functional analysis revealed that the battery contained a faulty cell pair. An internal investigation (CAPA) has been open to address the issue. No additional information will be forthcoming. This is one of four reports (3007042319-2013-00099, 00100,00101 and 00102) submitted for devices related to the same event.